Event description:
On (B)(6) 2012, a friend of the pt reported that the pt's blood glucose levels have been elevated to 152 and 155 mg/dl. Her normal range is 120 mg/dl. The pt noticed insulin had leaked into the infusion device's cartridge compartment. The pt could smell the insulin, but could not tell where the leak was coming from. It was not a large amount of insulin and she was able to dry it out with a cotton swab. When the pt connects her transfer set she does hear an audible click. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The adapter was replaced. The infusion device was replaced. The insulin cartridge, infusion set, and adapter were requested to be returned for eval.